Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva tractip 200 laser fiber was used during a laser lithotripsy procedure in the kidney performed on an unknown date. Reportedly, the laser fiber was checked prior to the procedure and was without issue. According to the complainant, during the procedure but outside the patient, the physician noted that the laser fiber cracked and would not function. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) fiber broke. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
One flexiva 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass fiber tip measured 3.0mm and appeared unused. The fiber face within the sub miniature-a (sma) connector appeared dark and fractured along the fiber face. There were no signs of imperfections or damages to the laser fiber body. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was extremely weak. The fiber was returned with no imperfections or defects along the fiber body, therefore the reported event of fiber cracked/broken was not confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a flexiva tractip 200 laser fiber was used during a laser lithotripsy procedure in the kidney performed on an unknown date. Reportedly, the laser fiber was checked prior to the procedure and was without issue. According to the complainant, during the procedure but outside the patient, the physician noted that the laser fiber cracked and would not function. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.